Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was it possible to confirm any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to buckling of the coil pipe, the "up/down" knob did not move smoothly. In addition to the foreign material in the air/water cylinder the evaluation findings are as follows: the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the flexibility adjustment ring had a scratch, the grip had a scratch, switch #1 had a cut, the plug unit had a scratch, the scope connector case unit had a scratch, the scope connector cover unit was sticky, due to a chip in the plastic distal end, insulation resistance value at the distal end did not meet standard value, due to dirt on the light guide lens, illumination was uneven, due to a scratch on the objective lens, the image had a partially dark area, due to clogging of the nozzle, air supply volume did not meet standard value, the objective lens was cracked, the light guide lens was cracked, the universal cord was buckled and the light guide bundle had a breakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had an angulation malfunction. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water cylinder had foreign material.